Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds which had increased over time. The high thresholds caused rapid battery depletion. The rv lead was capped and replaced. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.